Event description:
It was reported that the pump screen was cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.